Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device when powered up, the unit displayed "cannot locate mpm application.exe please re-apply latest software update". There was no impact to the patient as the device was not in use.